Manufacturer narrative:
Eval summary: the product was not returned for analysis. Only the lens carton was returned. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Add¿l info was requested on 04/23/2012, 05/08/2012 and 04/25/2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A nurse reported that following intraocular lens (iol) implant surgery the iol was exchanged due to it ¿not working properly¿. Add¿l info has been requested.